Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture and observed fluid under the liquid crystal display. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported water underneath the lcd window. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button, scratched case. After battery installation, an "insert a new battery" message immediately appeared. Unable to perform the displacement and self tests due to the recurring error message. The case was cut open. After visual inspection, there is rust and severe corrosion just about everywhere on both pcba1 and pcba2. After placing the original pcba2 onto a known good pcba1 and putting them back into the known good case, the "insert a new battery" error message reappeared. In summary, the customer¿s report of water underneath the lcd window was confirmed during testing. The battery failed error is due to pcba2 and the heavy moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.